Event description:
It was reported that "the presented" to the clinic with an open area over the site of their implantable neurostimulator (ins) with symptoms of drainage, incisional wound opening and pain at the pocket. The patient had the ins system explanted. The cause of the issue was not determined at the time of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that there was ulceration with a possible infection over the ins site. The cause of the event was determined and noted that it was not related to the device. Cultures of the wound (from surgery) were negative on (B)(6) 2015 but were (B)(6) 2015 where it grew 1+ coagulase negative staphylococcus. The hcp did report that it was possibly a contaminant. The patient required surgical incision and debridement of the wound together with replacement using new (sterile) ins. Oral antibiotics were also administered. The patient outcome was reported as recovered without permanent injury. If additional information is received, a follow-up report will be sent.